Event description:
Title: a retrospective cohort report of single-incision laparoscopic cholecystectomies in saudi arabia: postoperative outcomes and patient satisfaction the aim of this retrospective study was to share the authors' results from the procedure so that surgeons in the field may consider adopting this approach when performing a laparoscopic cholecystectomy. Between 2017 and 2019, a total of (B)(4) patients (mean age was 37.4 ± 10.7 years; mean bmi was 29.7 ± 6.5 kg/m2) who underwent single-incision cholecystectomy were included. These patients underwent the procedure in a specialized center. The skin is closed using 4-0 monocryl subcuticular suture. All patients were followed for 12 months. Reported complications include hypertrophic scar formation (n=1), wound infection (n=1), and postoperative pain (n=?). In conclusion, single incision laparoscopic cholecystectomy has the potential to become the procedure of choice for cholecystectomy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: annals of medicine and surgery (2022);81:104245. Https://doi.org/10.1016/j.amsu.2022.104245.